Manufacturer narrative:
The investigation into the delivery issue of the impella rp has been completed. The device was not returned for evaluation, so no root cause could be positively identified. The cause of the delivery issue was most likely due to an interaction with biomaterial in the patient.

Event description:
The user facility reported a 72-year-old male post cardiac surgery was to be implanted with an impella rp device for mechanical circulatory support. The impella rp failed delivery due to thrombus burden and wire interaction. The 5.5 pump and a new rp successfully supported the patient.